Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transported to the post-anesthesia care unit (pacu) on their emergency backup battery (ebb). It was noted that the patient's admission was for vascular surgery that was not ventricular assist device (vad) related. Log files captured a momentary driveline fault alarm on (B)(6) 2022 that may have been due to a controller issue. A controller exchange was to be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files submitted by the account confirmed elevations in pump power. A specific cause for this finding could not be conclusively determined through this evaluation. The system controller log file contained data from 16mar2022 through 24mar2022. A single silenced driveline fault alarm was captured on 19mar2022. This alarm corresponded with a yellow wrench advisory alarm and occurred while the patient was connected to the power module (pm). Additionally, transient elevations in pump power and flow were observed throughout the file. These elevations were captured during pulsatility index (pi) events. No other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hmii lvas instructions for use (IFU) and patient handbook address all pump parameters. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. These documents also describe how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13apr2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR. Report # 2916596-2022-10520.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.